Manufacturer narrative:
The test strips' lot number and expiration date were not provided. The patient was advised to stop attempting to use the meter and consult a doctor for an alternate test method until a replacement meter arrives. The coding procedure was reviewed with the patient and the patient was assisted with locating the matching code key that corresponds to the new vial. The investigation is ongoing.

Event description:
We received an allegation about a coaguchek xs meter displaying the incorrect chip code number. The patient alleged that the meter flickered different code numbers (116 and then 115) back and forth during the same strip insertion. The patient determined that the chip code key inserted in the meter was 106. On the call, a display test was performed and the display appeared to be complete.

Manufacturer narrative:
The meter was received for investigation. The meter was powered on and a display check was performed; no missing segments were observed. The meter was tested to confirm the full functionality of the display; no issues were observed with the code number displayed after test strip insertion. The returned meter was tested within retention test strips and controls; no functionality issues were observed and no segments were missing. The investigation did not identify a product problem. Medwatch fields d9 and h3 were updated.